Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: please confirm, was device not able to be fired? For the first time, it was fired successfully. Because a scrub nurse couldn¿t load the new cartridge, there was no second firing. There was some particle in the jaw, and the nurse couldn¿t load the cartridge in there. Was there physical damage to the firing handle? No damage. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, or opening? No. Is there any other additional information you would like to share about this device or procedure? Yes. I have some updates about the case. Updated incident detail: first firing was very successful. After finishing the first firing, a scrub nurse(ms(B)(6)) was trying to unload the used one and change to new one. She couldn¿t unload the cartridge so that she pull its tip with her fingers very hard and hit it with other supplements several times. Finally she could unload the cartridge. Then, she tried to load new cartridge but she couldn¿t do it. She checked the inside of jaw and found ¿a kind of metal block was there¿. She thought that she cannot push new cartridge due to ¿the metal thing¿, so she opened new body and loaded the last cartridge. It worked ok. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The analysis results that one pse60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device fired as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a wedge resection procedure after dissecting the vessels the surgeon tried to make the first firing with green cartridge and powered echelon. However, the firing trigger didn't work so they used a new powered echelon with the same cartridge. It worked well. No patient consequences reported. The procedure was prolonged by fifteen minutes. Device has been discarded.